Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Reported issue: it was reported that the pulse lavage handpiece was broken. The event occurred during surgery. They opened a tip to replace the defective one and when they opened the sterile pack they noticed that the new tip had 2 little green pieces that determines the spray strength instead of 1. The second one was loose just sitting beside the piece that¿s supposed to be there. The operating room manager said this is a concern because if that 2nd small piece of green plastic would have fallen into the femoral canal during that case it would have been a big issue. The second picture shows the hand piece that had 2 green pieces(the pic only shows 1 piece in there because the 2nd is gone). DHR review: the device history record (DHR) for 00515017500 lot number 64324702, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on (B)(6) 2019, it was reported from (B)(6) that they opened a tip to replace the defective one and when they opened the sterile pack they noticed that the new tip had 2 little green pieces that determines the spray strength instead of 1. The second one was loose just sitting beside the piece that¿s supposed to be there. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Pictures were provided by the account, however they do not provide any insight to the reported issue. The reported event can, therefore, not be confirmed. Probable cause/root cause: the root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the pulse lavage handpiece was broken. The event occurred during surgery. When the sterile pack was opened, it was noticed that the new tip had 2 little green pieces that determines the spray strength instead of 1. The second one was loose just sitting beside the piece that¿s supposed to be there. The operationg room manager said this is a concern because if that 2nd small piece of green plastic would have fallen into the femoral canal during that case it would have been a big issue. No adverse events were reported as a result of this malfunction.